Event description:
The patient "had gone past alarm date by a little bit and since the pump was filled last week, patient reports "it has not been working." On (B)(6) 2011, the patient noticed the pump vibrating/a vibrating sensation around the pump/"like a cell phone going off all day." They read the pump. The alarms were ok; there were no errors or stalls noted on interrogation of the pump. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implant date: 2010 (B)(6), explant date: na; catheter kit: model 8590-9, lot# n200804, implant date: 2010 (B)(6), explant date: na; pouch: model 8590-1, lot# n239568, implant date: 2010 (B)(6), explant date: na.